Manufacturer narrative:
Block b3: exact date unknown, event occurred in late (B)(6) 2023. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7118911.

Event description:
It was reported that the patient had an incisional pain and the lead had migrated that was confirmed via x-ray. No device malfunction was suspected. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads will not be returned per hospital policy.